Manufacturer narrative:
(B)(4). No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results?unknown. On what date did the implant take place? Unknown. What is the lot number of the linx device? Unknown. When using the linx sizing device what technique was used to determine the size? Unknown. Did the patient have an autoimmune disease? Unknown. Is the patient currently taking steroids / immunosuppressive drugs? Unknown did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Barretts esophagus. How severe was the dysphagia/odynophagia before intervention? Unknown. Were there any intra-operative complications during implant? Unknown. Was there any hiatal or crural repair done at the same time as the implant? Unknown. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Unknown. Besides the reported dysphagia, what was the reason for removal of the linx device? Unknown. Was the device found in the correct position/geometry at the time of removal? Unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx was explanted due to dysphagia. The patient had barrett's esophagus.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2022. Additional information was requested, and the following was obtained: the linx device was returned to analysis being discontinuous. Was anything noticed when explanting the device that was unusual? Are there any x rays of the device prior to explant? Was there an explant video that was recorded? If yes, could you please send to productcomplaint1@its.jnj.com was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Answers he said it did appear to look ¿open¿ between a couple beads and when he went in to take it out ¿it came apart very easy¿. He also said the stomach was in the chest and had re herniated but the linx was still at the hiatus. The implanting surgeon was dr (B)(6) but the explanting surgeon was dr (B)(6). What is the implant facility name? ¿ (B)(6). The linx device was returned to analysis being discontinuous. - uknown was anything noticed when explanting the device that was unusual? ¿ doctor said ¿he thought it looked already broken¿ are there any x rays of the device prior to explant? Was there an explant video that was recorded? If yes, could you please send to productcomplaint1@its.jnj.com ¿ cxr below, no video was the device initially effective in controlling reflux? Uknown were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)?unknown did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Uknown did the patient have any other surgeries in the area? Unkown was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Uknown linx photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: dr. (B)(6), this complaint file was reported by (B)(6). If you could please help us with the below questions, we would really appreciate it. The product code that was implanted was lxmc17. The device was explanted on (B)(6) 2022 by dr (B)(6). What is the device lot number? When was the implant date? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area?

Manufacturer narrative:
(B)(4). Date sent: 6/1/2022. Photo analysis: as per medical safety officer: the x-ray demonstrates a discontinuous device. The mechanism/cause of failure cannot be determined from the provided image. Physical analysis: a 17-bead linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The washer through-hole was nonconcentric and had small amount of material displacement at the outer edge of the through-hole. The overall appearance of the surface of the washer didn't exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball appears to be spherical and slightly off-axis with respect to the wire. The link length and tensile force were found to meet the applicable specifications. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. Since lot number and implant date were not reported, it is unknown whether the device is within the 2018 linx recall. However, to be conservative, the device is assumed to be outside of 2018 linx recall product bounding.